Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Information received indicates, the functions are operating intermittently on the bed due to corrosion/fluid ingress on the 22-position connector on the retracting frame.